Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "50 cc fiberoptic iabwas placed via femoral artery. During the insertion, the physician experienced difficulty passing the iab viasheath. They removed the iab before initiating therapy due to bleeding.upon removal, visible damage could be seen to the sheath. [The user] stated that they had perforated a vessel that required repair. [The user] did not know if this occurred with insertion or removal.after removal and repair of vessel, they had placed a second iab using femoral access. The second iab was placed successfully. It was reported that both iabs were place using the same insertion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "50 cc fiberoptic iabwas placed via femoral artery. During the insertion, the physician experienced difficulty passing the iab viasheath. They removed the iab before initiating therapy due to bleeding.upon removal, visible damage could be seen to the sheath. [The user]stated that they had perforated a vessel that required repair. [The user] did not know if this occurred with insertion or removal.after removal and repair of vessel, they had placed a second iab using femoral access. The second iab was placed successfully. It was reported that both iabs were place using the same insertion site.